Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ syringe with needle there was an issue with leakage. It was stated ¿the syringes come apart when removing from the patient or giving medication. In addition, when drawing up medication to give an IV the syringe have to be switch because there's no luerlock for needless system.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd safetyglide¿ syringe with needle there was an issue with leakage. It was stated ¿the syringes come apart when removing from the patient or giving medication. In addition, when drawing up medication to give an IV the syringe have to be switch because there's no luerlock for needless system.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A device history record review showed no rejected inspections during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: no samples including photos were returned for evaluation. Complaint is for lack of luer-lok on the syringe. This product includes a slip tip syringe by design - it is not a defect. DHR review is not required due to complaint being for product design. Investigation conclusion: this product includes a slip tip syringe by design - it is not a defect.

Event description:
It was reported with the use of the bd safetyglide¿ syringe with needle there was an issue with leakage. It was stated ¿the syringes come apart when removing from the patient or giving medication. In addition, when drawing up medication to give an IV the syringe have to be switch because there's no luerlock for needless system.¿ there was no report of injury or further medical intervention.